Event description:
It was reported that the caregiver experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet bionic pancreas after changing the sensor and not inputting the sensor code. Symptoms included no glucose data available until successful reconnection with no reported clinical symptoms. Outcomes included restored cgm readings after guidance with no health impact. User support included remote troubleshooting and education on proper sensor stop, removal, insertion, and code entry workflow. Investigation of this case revealed user-related pairing error due to attempting to pair a new sensor during an active session, which was resolved by correcting the process and editing the pairing code. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.